Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned arsenal tap revealed the instrument fractured and separated at the 60mm depth indicator. The fractured ends appear to be crisp and clean and suggest the break occurred in snapping motion rather than a rotation direction that would be expected with the instruments intended use. Under magnification, the edges of both corresponding halves display an angulated fracture pattern indicative of excessive lateral bending as indicated by the sales rep.

Event description:
Tap was in the pedicle and surgeon forced down at an angle causing it to break. The event caused no patient harm.